Event description:
The customer received questionable results for total (free + complexed) psa-prostate-specific antigen (tpsa) on eleven patient samples. Of those 11, data was provided for one patient. All results are in ng/ml. The patient's initial tpsa result was 0.126. This result was reported outside of the laboratory, and was questioned by the physician. The sample was then repeated on measuring cell 2 on the same instrument. The repeat result was 9.5. This result was deemed to be correct by the customer. There was no adverse event. The lot of tpsa reagent in use was 16676201, with an expiration date of 05/31/2013. The field service representative could not determine a cause. He did performance testing and found it to be outside of specifications. He performed a photo multiplier tube adjustment to bring the instrument back into specifications. He also checked the instrument for discrepancies. Performance testing passed. The customer performed calibration and qc, which were successful.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated and there was no evidence of any issue with the system, reagents or qc. It was noted that the customer is using pour off tubes as the sample container, this may lead to incorrect sample aspiration.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.